Event description:
Complainant alleged that during a demonstration, the customer tapped on the monitor screen and the device displayed many light points on the "fed" and then the screen went blank. The complainant indicated that there was no pt involvement in the reported failure.